Manufacturer narrative:
(B)(4).additional h3 investigation summary:an empty opened foil, a labeled winding former with a re-parked needle/suture of stratafix symmetric pds of product code sxpp1a400, lot phk656 were received for evaluation.during the visual inspection of the sample, the swage and attachment area were noted to be as expected, the tip needle was noted bending due to use, body fluids and tissue could be observed along of the strand. The barbs present damaged, deformation. The end of the suture was noted broken due to stress applied by use. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received the assignable cause of the breakage suture was an improper handling.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot phk656, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a fibroid procedure on (B)(6) 2020; and a barbed suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information could be provided.